Event description:
Never occurred that implants could be responsible for several health problems over the 21 years they have been in, starting with severe migraines immediately after getting them in 1997 to hysterectomy at age (B)(6). Raynaud's disease, not being able to regulate body temperature, now abnormal blood work including positive ana, sjogren's disease, undifferentiated connective tissue disease, joint and muscle pain, bone density showing osteoporosis just to name a few. I was otherwise a normal healthy very active individual, retired registered nurse bsn msn who wishes she never put, supposedly safe saline implants in 1997 when the silicone ones were banned. Well let me tell you none of them are safe and should all be banned until studies are properly conducted. Shame on the medical profession and community for not recognizing the danger and suffering of so many women to supposedly enhance their appearance while silently destroying their bodies. Let's not even talk about the cost of all of the medical care and money spent trying to diagnose what could have been wrong, doctors visits, rxs hospitalizations, unnecessary surgery and on and on. Now all we want is to get these toxic bags removed properly and covered by our insurance companies who deny us coverage. What good is insurance if you can't use it when you need it! Please do something about this very real problem before more women have to endure what we have!! FDA safety report ID# (B)(4).